Event description:
It was reported that the metal stiffening cannula could not be removed from an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The direct stick technique was used to place the drainage catheter during a gallbladder catheterization (or a percutaneous cholecystostomy) procedure in a 73-year-old female patient with cholecystitis. After the direct stick, the cannula could not be removed from the catheter. The assembly was removed together from the patient, and a new drainage catheter was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a- additional common names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b- additional product codes: gbo; lje. E1 - phone number: (B)(6) h3 - device evaluated by mfg.? Device evaluation anticipated but has not begun. Awaiting device return. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.